Event description:
Physio control engineering investigated internal paddle electrodes that did not meet the dielectric strength requirements or visual inspection requirements during initial testing and after repeat sterilization cycles. The damaged coating on the internal paddle electrodes could result in an inadvertent shock to the device user or myocardial tissue injury. There have been no reports of adverse events associated with the reported issue.

Manufacturer narrative:
Physio-control is continuing to investigate the issue.